Event description:
The customer reported that upon installing the autopulse lifeband (lot # 206594), it was determined that the clip on the lifeband was damaged and wouldn't be installed correctly. Customer-provided photos showed a broken hinged belt guard. Upon receipt and investigation at zoll, the lifeband band clip (belt clip) was missing, which prevented the lifeband from being installed on the autopulse platform. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse lifeband (lot # 206594) wasn't installed correctly was confirmed during the visual inspection of the returned lifeband. The stitches securing the lifeband band clip (belt clip) were missing, and the belt clip itself was absent, preventing placement of the lifeband onto the autopulse platform driveshaft. Additionally, the hinged belt guard on one side was found to be loose. Visual inspection revealed that the belt clip was absent and that the stitches securing it on the lifeband were missing, likely due to user handling. The hinged belt guard on one side was loose because the locking pin was pushed away from the lifeband cover plate, preventing it from locking in place when moved to the flip-down position, likely due to the user's storage conditions for the lifeband. Upon further inspection, creases were noted on the lifeband belt surface, and one of the bands was partially ripped at the distant end of the lifeband belt, suggesting that the lifeband was used for an extended period of time. Functional testing could not be performed due to the lifeband condition, as the belt clip was missing. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for lifeband with lot # 206594.